Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator exhibited loss of output. The device was not used and replaced. The patient experienced no adverse event and was fine post operation.